Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. Evaluation summary: the reported condition of a colleague infusion pump with "issues involving the pump head module" was confirmed by baxter personnel during product evaluation. The sample evaluation pre-accuracy test showed a delivered volume of 94.2 ml on channel a which failed based on the +/- 4.1 % (>95.9 ml & 104.1 ml) testing specification in addition to the +/- 5% label claim. Therefore, the root cause was assigned to a defective pump head module a. The pump head module a was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which there were issues encountered with the pumphead module. This condition has the potential to cause an interruption of delivery. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. If the device is received or additional information becomes available, a follow-up report will be submitted.